Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope experienced air/ water leakage from the distal end. The event occurred prior to the procedure. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found inside the distal end. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of air/water leak at the forceps elevator was confirmed. Additionally, the distal end had an orange foreign material which was most likely remains from the previous procedure. Inside the light guide lens, was dark stains resembling foreign material. Additionally, the following findings were also identified, and are as follows: (a.) Leak between scope-cover and scope-body, (b.) The bending section cover had a leak, (c.) The forceps elevator had a leak, (d.) The image guide protector was cut, (e.) The light guide bundle adhesive was worn, (f.) The connecting tube was cut, (g.) The light guide lens was cracked, (h.) The objective lens adhesive was worn, (I.) And the lever arm was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Gap of adhesive on the distal end allowed a stain to enter inside the lens through the gap. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.